Event description:
The reporter stated that after the surgeon inserted an aq2010v three piece silicone lens and the lens optic was torn. The lens was removed with no pt injury. No incision enlargement or sutures required. The cartridge used has not been approved by the MFR for use with this model lens. The reporter stated they are aware that this is off-label use.

Manufacturer narrative:
(B) (4). Results - visual inspection of the returned product found the lens optic split in half and torn. There was evidence of clear surgical residue. (B) (4).